Manufacturer narrative:
Smiths medical has received a sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the eval once it is completed.

Event description:
A report was received stating that following use of the device, the needle bent and could not be fully retracted into the safety mechanism, leaving the needle exposed. There was no pt or clinician injury reported.